Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had water exposure. His blood glucose was unknown. He stated that he went canoeing and that his canoe tipped over. The customer said that his pump was working fine but that when he went to change the reservoir, the screen started going crazy. He said that he put his pump in rice to let it dry but that he had a partial screen and was not able to read it. The customer said that his pump has water exposure because it fell into the river. During troubleshooting, there was no button error present in the alarm history but he said the pump alarmed compromised forced sensor alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: unit received with alarm during self-test. Unit received with normal operating currents, unit passed unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip.